Manufacturer narrative:
Alleged failure: unfortunately this unit came in and we installed it on the tower and they've been having tons of problems with it cutting out in the middle of surgery. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: this is an electrical component failure altera chip u29 on the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported there was loss of image during a procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was loss of image during a procedure. The procedure was completed successfully.